Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and analysis results revealed no anomalies found. It was further noted that there was blood in/on helix lobe mechanism.

Event description:
It was reported that the attempted implant, it was unable to find an adequate position for the lead. The lead was not used and replaced with a new one. No patient complications have been reported as a result of this event.